Manufacturer narrative:
A patient experienced ineffective stimulation was reported to abbott. As a result, the system was explanted and replaced to address the issue. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
Related manufacturer reference number: 1627487-2021-13978. It was reported the patient experienced ineffective stimulation with the scs system since the paddle lead was implanted. As a result, surgical intervention was undertaken wherein the system was explanted and replaced.